Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and three curved openings on posterior. Leak test and microscopic analysis were performed, which identified crack valve, three striated openings on posterior, and non-penetrating nick striated on posterior. Based on the device analysis, the final assessment is: cracked valve seat diaphragm valve, three striated openings on posterior assessed, as surgical damage consistent in the use of some surgical tool, non-penetrating nick striated on posterior assessed, as surgical tool scratch like.

Event description:
Healthcare professional also reported, left side "creases". The device has been explanted.